Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "door not latching properly" as the device was observed with door not fully latched alarm at power up. The alarm was caused by a loose link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door that would not latch properly. It was also reported that there was no pt involvement.